Event description:
Attorney reported: in 2004--the pt underwent a ventral hernia repair procedure with placement of a non-recalled composix kugel mesh patch. In 2005--the pt underwent a laparoscopic repair of an incarcerated recurrent umbilical hernia. The previously placed, non-recalled mesh was partially removed, due to migration. A larger recalled composix kugel mesh latch was implanted. In 2007--the pt underwent a laparoscopic repair of recurrent ventral hernia with explant of both mesh patches. The operative report noted that both mesh patches had caused adhesions to the small intestine as well as other intrabdominal injuries.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. Information related to the recalled composix kugel mesh implanted in 2005 will be reported in accordance with rae.